Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states the patient reported that she faced a bent cannula issue on the first day of use, due to which she experienced diabetic ketoacidosis. However, she kept getting insulin flow during bolus. Therefore, she changed the infusion set that morning. Subsequently, on (B)(6)2021, at 03:00 am, she was admitted to the hospital with blood glucose level over 400 mg/dl due to diabetic ketoacidosis. The patient's site location was her abdomen and the infusion had been used for one day. During hospitalization, she received fluids and drip intravenously as corrective treatment. She stayed for three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced a bent cannula issue on the first day of use, due to which she experienced diabetic ketoacidosis. However, she kept getting insulin flow during bolus. Therefore, she changed the infusion set that morning. Subsequently, on (B)(6) 2021, at 03:00 am, she was admitted to the hospital with blood glucose level over 400 mg/dl due to diabetic ketoacidosis. The patient's site location was her abdomen and the infusion had been used for one day. During hospitalization, she received fluids and drip intravenously as corrective treatment. She stayed for three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.